Event description:
Healthcare professional reported "when trying to open the breast implant, the pa could not get the inside sterile container out of the exterior container. The circulator and the pa tried everything possible to get them to unstick, but nothing was successful. The pa ultimately had to just grab the implant from the sterile container". This record is for an right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.